Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler ran and passed a touch screen test, a functional display test, and a voltage verification test. An internal visual inspection of the returned cycler encountered indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patients liberty select cycler would not power on for their peritoneal dialysis (pd) treatment. The power cord was properly connected and the power switch was to the on position. There were also no recent power outages in the home reported. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. There was no patient involvement regarding the reported event. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.